Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that the needle 18x1-1/2 blunt fill experienced cannula breakage. The customer stated, "needle broke off at the base, very resistant to use when puncturing during medication preparation."

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle 18x1-1/2 blunt fill experienced cannula breakage. The customer stated, "needle broke off at the base, very resistant to use when puncturing during medication preparation."